Event description:
It was reported that a flotrac had low co/ci compared to fick. Flotrac co readings were 1.6 but fick was calculating at 3.6. It was noted that the fick was calculated off a central line. Hospital staff believed that the co values from fick matched the patient's conditions. There were no patient injuries and patient was discharged.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record will not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Model and lot number for this device was not reported, therefore, the primary di number cannot be provided.

Manufacturer narrative:
A product evaluation was completed on the returned flotrac. The reported event of pressure issue was unable to be confirmed. No visible damage was observed from the unit. Both flotrac and dpt sensors of flotrac unit zeroed and sensed pressure accurately on hemosphere monitor. No error message was noticed on the monitor. There was no pressure drift during drift test. Electrical testing also showed that both input impedances and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the unit during pressure test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Per product evaluatin, no defect was found. In addition, no labeling non-conformances or deficiencies were identified. There were no alleged device-related infections and there was no use-related issue with a hazardous situation.